Event description:
Significant resistance was encountered as the physician was attempting to retrieve the device from the patient after the uneventful angioplasty and the stent deployment across the target lesion. During manipulations with the device moving it forward and backward in attempts to retrieve the system, "the vessel shifted". The physician removed the inner body and cut the outer body at the femoral artery position, the remainder of the outer body was left inside the patient. The patient was given antithrombotic and anticoagulant medications as a precaution. The patient was discharged home with symptoms if dizziness and walks unsteadily and was kept under continuous observation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Additional information and imaging review indicated that the reported event occurred during a stenting procedure of a 100% stenosis vertebrobasilar junction. Imaging showed both markerbands from the device in question appeared to slightly overlap the markerbands of the previously deployed stent (basilar artery). Also, the position of the outer body was located the right distal to the proximal edge of the device in question (vertebrobasilar location). It is most likely that the 100% stenosed lesion and the stents appeared to have contributed to the reported withdrawal difficulty. Therefore, this is consider to be related to operational context.

Event description:
Significant resistance was encountered as the physician was attempting to retrieve the device from the patient after the uneventful angioplasty and the stent deployment across the target lesion. During manipulations with the device moving it forward and backward in attempts to retrieve the system, "the vessel shifted." The physician removed the inner body and cut the outer body at the femoral artery position, the remainder of the outer body was left inside the patient. The patient was given antithrombotic and anticoagulant medications as a precaution. The patient was discharged home with symptoms if dizziness and walks unsteadily and was kept under continuous observation.